Event description:
It was noted that the trigger of the single trigger rotary was missing while in the sterile processing department of the user facility. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was duplicated. Through inspection, the trigger assembly was noted to be missing from the handpiece. A trigger housing crack at screw boss failure was identified, which can cause or contribute to issues with disassembly.